Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (aneurysm expansion), (B)(4) (cause of event is unknown). Evaluation, conclusion: (B)(4) (cause of event is unknown).

Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately five years ago. At index procedure, the vessels were non-tortuous and anatomy was described as proximal neck diameter was 37-36mm; maximum aneurysm diameter 53mm; aorta diameter distal to aneurysm was 37mm and 37mm at celiac axis. Iliacs were 12mm, femorals diameter was 11mm. Non-aneurismal distal neck length was 120mm; aneurysm length was 100mm; proximal neck length (top-to-bottom of arch) was 30-20mm; distal neck length was 120mm. Currently, a CT showed there was 5mm aneurysm enlargement. Maximum diameter measured 61mm, an 8mm change from prior 1-month CT. No intervention was done and the reason for the aneurysm enlargement was not indicated. Event assessed by the investigator as unrelated to procedure and unknown relationship to the device. No clinical sequelae were reported and the patient is fine.